Event description:
It was reported the patient felt a shocking sensation. It was noted the patient's grandchildren were using the patient programmer. It was reported the patient was getting shocked at 2.0 v and when she turned it down to 1.3 v the shocking quit. It was noted the event occurred 2 weeks ago when the stimulation was too high. On the date of this report the patient lowered her device to 0.8 v and when she increased to 0.9 v she felt a little shock. Additional information received reported the cause of the event was unknown but the patient's physician thought that "maybe the patient used the device too close to a laptop." It was also noted "the patient was not told any real answers, just educational guesses. She was told that she may have been activating the device too close to other electronic components."

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v963080, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).